Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were wondering why her implant was not lasting 5-7 years. The patient reported the healthcare professional (hcp) told them it would last 5-7 years. The patient noted her current implantable neurostimulator (ins) battery had died. The patient noted the device had not helped her overactive bladder. The patient noted in 2016 they had to go to the emergency room for muscle spasms. The patient stated they asked the hcp if the spasms were caused by the implant and the hcp said he didn¿t know. The patient noted after being implanted in 2014 her right leg was going left, right, left, right just when the ins was on. The patient stated she was not able to drive. The patient noted that since the device had died it had not been doing that. The patient noted it would happen when the patient was set at 4, 5, and 6. The patient stated she had problems with lumber 1 through lumber 5, and sacral 1. The patient noted the pain was still there, like the leg felt heavy. The patient noted she was planning on getting the implant removed. There was no date set for removal. Additional information from the patient on (B)(6) reported they had back issues. The patient stated that she previously went to the emergency room because her back was killing her and she couldn¿t move. They did a myelogram instead of a MRI and requested the patient have their ins removed to have the MRI. The ins was removed on (B)(6) as the battery was depleted in an effort to have the MRI. Patient services reviewed implantable neurostimulator (ins) longevity depletes based on usage. The patient stated if she knew that she may have not gotten the implant and chose to wear diapers instead. The patient noted she was commonly on about 7 for programming. The caller stated that her battery only lasted 2 years. The patient stated that their right leg was still shaking and she had weak legs and lower extremities. The patient noted for the device not helping with the overactive bladder she would turn the ins down from above the leg moving and then go to the bathroom anyway. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they did not know the cause of the ins only lasting 2 years after being implanted in 2014. No further complications were reported or were expected.